Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the check valve and console cover and retrieved the logs. The stm then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that while transporting a patient with the cardiosave intra-aortic balloon pump (iabp), the customer let go of the transport handle and the iabp fell backwards, pushing in the console cover, breaking the check valve on the fill assembly. The iabp then leaked the entire helium supply. It is unknown if there was any patient harm/injury; however there was no adverse event reported.